Event description:
Related manufacturer reference numbers: 2017865-2025-1002190 and 2017865-2025-1002191. It was reported that a bradycardic patient presented to the emergency room with both their right atrial and right ventricular leads failing to capture. It was also reported that the implantable pacemaker was subject to the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021. The pacemaker and both leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).